Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the atrial and shock channels. The noise caused 21 atrial tachycardia response episodes. The noise could not be reproduced with isometrics or patient maneuvers. The lead measurements are normal and stable. The sensitivity of the device was reprogrammed. Additional information was received stating noise was noted on the atrial channel after the reprogramming causing inappropriate mode switching and inhibited pacing.